Event description:
It was reported that the trochanteric fixation nail system screw was difficult to pass through the trochanteric fixation nail and it seemed like the guide wire had deflected proximally when advanced. There was no reported surgical delay. Patient outcome was successful. Upon post operation inspection it appeared the handle was bent. This report is for an unknown guide wire. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
This report is for an unknown guide wire/unknown lot device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.